Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was found to have dislodged two weeks post implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.